Event description:
Customer reports, they are having difficulty locking the safety syringe. They report, on at least one occassion they pulled the sleeve off on the syringe. A contaminated needlestick occurred. The pt has rec'd lab tests and medication (unspecified).